Event description:
The international philips field service engineer (fse) reported a touch screen was misaligned and could not be calibrated during preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the international philips field service engineer (fse) and confirmed the reported issue. The fse replaced the touch screen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.

Manufacturer narrative:
(B)(6).